Manufacturer narrative:
Batch review performed on 05 dec 2024. (B)(4) items manufactured and released on 01-jul-2024. Expiration date: 2029-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2312750. Batch review performed on 05 dec 2024. (B)(4) items manufactured and released on 13-jul-2024. Expiration date: 2028-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from the liner that was caused from falling. The surgeon revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.